Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the forceps cannot be inserted at all was identified. It is likely the result of deformation of the channel tube; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the forceps cannot be inserted at all. There was no patient involvement.